Event description:
This is a report of a damaged transfer set further specified as broken occluder feet found during sample evaluation. There was no patient involvement; therefore, there was no patient injury or medical intervention indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. Clamp function testing and visual inspection of the transfer set identified a crack to the main body, broken occluder feet, and marks along the luer of the patient adapter indicative of tool use. No fatigue marks were noted on the occluder leg that would indicate possible over-torquing. Leak testing identified a leak through the broken occluder feet. A clear passage test was performed with no issues noted. Upon conclusion of the investigation, the cause of the broken occluder feet could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.